Event description:
It was reported that a user experienced persistent hyperglycemia with blood glucose levels around 267 mg/dl initially and 248 mg/dl at the time of the call while using the ilet, with concern that the pump delivered little to no insulin for approximately 90 minutes despite not being paused and without infusion set blockage alarms. Symptoms included high blood glucose. Outcomes included completion of troubleshooting and education with a full supply change and successful resumption of insulin delivery. Investigation included guided user troubleshooting, detachment and inspection of the infusion site and cannula, and replacement of all supplies including cartridge and tubing. Investigation of this case revealed no visible device or infusion set abnormalities, no occlusion indicators, and function restored after the supply change, consistent with hyperglycemia of unclear cause without confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.